Event description:
Information received by medtronic indicated that customer had hyperglycemia along with insulin pump was not able to calibrate pump. Customer mentioned the blood glucose value during time of event was 440 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Customer declined to perform troubleshooting, the customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.